Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarms were noted.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was unknown. Nothing further was reported.